Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter, a metal hinge fell off the trocar and was retrieved. No patient injury was reported. No further information was provided from the user facility.

Manufacturer narrative:
Initial report sent: 09/18/2007